Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 47 mg/dl. Customer was treated with food. Customer's blood glucose level raises to 313 mg/dl. Customer stated that the insulin pump had insulin flow block alarm. Customer was not able to perform troubleshooting. Customer did not allege insulin pump for under delivering. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.